Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem could not be verified. The pump operated normally. All sensor testing indicated upstream occlusion (uso), downstream occlusion (dso), air detect and cassette detect operated normally. There was some evidence of ingression near the dso. There were small chips in the front and rear housings. It was suspected that the user had a clogged in-line filter. Service recommended that the unit undergoes standard preventive maintenance procedure and change the dso as further preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited high pressure alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.